Event description:
Per the surgeon's report, the patient developed an infection. The device was explanted in 2007. The patient was reimplanted with a new device the next month.

Manufacturer narrative:
.